Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable pump for spinal pain. It was reported that the patient's medication did not seem to be working. They were not getting pain relief. The issue began in (B)(6) (2022). The patient then went on to talk about the pump being filled (B)(6), 2021 but that date could not be correct because they were out of town. This last monday ((B)(6), 2022) they were at the office and the company representative (rep) cleared the codes and "changed it from 97 back to 98" because the pump was beeping. The patient may have been referring to the rep seeing alerts 97 low reservoir and 98 empty reservoir. They were told the pump was full, the pump was not working, and needed to be replaced.  They were not told why the pump was beeping. It was suspected the pump went from low to empty reservoir which is the reason for replacing the pump. The patient was redirected to further discuss with their healthcare provider. The patient has an appointment (B)(6), 2022 and a rep was requested to be at the appointment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was seen by the physician (B)(6)2022. The pump reservoir was aspirated and drug volume matched expected volume. The cause of the event was unknown but the patient missed a refill in early february and wasn't seen until early march, therefore the pump was expected to be empty (empty reservoir alarm was active) but 10ml¿s were aspirated from the pump. There were no known environmental factors that caused or contributed to the event. The actions and interventions taken to resolve the issue was revision, possible catheter and pump replacement is scheduled for (B)(6) 2022.

Manufacturer narrative:
H3: analysis of the pump revealed no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated they were going to the healthcare provider (hcp) tomorrow. Patient re-reported that their prior pump quit working. Patient mentioned the 97 and 98 codes. Patient stated the pump was beeping every 10 min for 2 weeks. Patient sated the company representative (rep) checked the pump and was told the pump was working fine. Patient mentioned they are sore around the pump system before the pump was replaced and was still sore now. Patient inquired about possible catheter issues and information regarding warranty process. Patient was redirected to hcp. Additional information from the company representative stated the patient was receiving hydromorphone (5.0 mg/ml and 0.3827 mg/day) and bupivacaine (2.0 mg/ml and 0.153 mg/day).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated they were going to the healthcare provider (hcp) tomorrow. Patient re-reported that their prior pump quit working. Patient mentioned the 97 and 98 codes. Patient stated the pump was beeping every 10 min for 2 weeks. Patient sated the company representative (rep) checked the pump and was told the pump was working fine. Patient mentioned they are sore around the pump system before the pump was replaced and was still sore now. Patient inquired about possible catheter issues and information regarding warranty process. Patient was redirected to hcp. Additional information from the company representative stated the patient was receiving hydromorphone (5.0 mg/ml and 0.3827 mg/day) and bupivacaine (2.0 mg/ml and 0.153 mg/day).

Manufacturer narrative:
The previous report was submitted with an incorrect aware date and the actual aware date is 2022-04-21. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.